Event description:
During cystoscopic photoselective vaporization of prostate procedure, laser fiber developed crack approximately 12mm from laser tip during operative procedure. Fiber removed and replaced with new fiber. Because of similar problems with laser fibers -7/2005 - fiber flashed off with result of tip approxiamtely 11mm discharged from fiber with resultant need to retrieve fiber tip from bladder-. Several fibers have been returned to company for tip dislodgment of laser fiber.